Event description:
The micro sagittal saw was sent in for evaluation because it was leaking an unk fluid during a bunion procedure. No adverse event was reported. The procedure was completed with a readily available replacement device; there was no delay in the case.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.